Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the patient¿s body movements were so severe the catheter was removed from the left ventricle and was unable to be repositioned. There was no patient harm reported, and this device was replaced with a new impella cp.

Manufacturer narrative:
The impella device was not received from the customer, therefore, evaluation of the device was not possible. The investigation into the positioning issue has been completed. The cause of the positioning issue was use related as patient movement caused the device to come out of position. This report is being filed as part of a retrospective review of historical records.